Event description:
During an implant procedure, the device header was unable to connect with the right ventricular (rv) lead. The device was not implanted but replaced instead and the patient was stable.

Manufacturer narrative:
The reported complaint of ventricular set screw inability to be tightened firmly was not confirmed. As received device was in normal range of operation. Connector inspection of right atrial (ra) and right ventricular (rv) channel did not find any issues and both setscrews could be tightened and loosened throughout the testing. Additional analysis performed, including thermal, mechanical stressing of the device and electrical testing, did not find anomalies, and battery voltage was still in the normal range of operation.